Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 522mg/dl. The customer states they treated with manual injection. The customer states they had bent cannula. The customer declined to troubleshoot for the highs. The customer was advised the set would be replaced and returned for analysis.